Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. Consequently, the patient was implanted with another scs ipg with different model on (B)(6) 2015 to see if better coverage could be obtained. It is unknown at this time if alleged device was explanted and replaced. Device information (lot number, serial number, implant date, explant date, manufacture date and expiration date) is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the alleged ipg was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow received identified the device information. Further clarification is needed to identify the correct explant date. Implant date is still unknown.